Event description:
Technician alleged that the cardio pulmonary resuscitation is not functioning. No injury reported.

Manufacturer narrative:
The technician replaced the head valve and the cardio pulmonary resuscitation valve to resolve the issue.